Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber laser cap degraded and began forward firing after 69,253 joules were expended. The fiber was replaced and the procedure completed without consequences to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber laser cap degraded and began forward firing after 69,253 joules were expended. The fiber was rotating within the metal cap. The fiber was replaced and the procedure completed without consequences to the patient.